Event description:
It was reported that the 4.0 x 20 x 135 viatrac plus balloon catheter was attempted to be advanced onto a nav6 bare wire; however, resistance was noted, and it is believed that the guide wire punctured the viatrac balloon lumen. The balloon catheter did not enter the patient and was removed from the bare wire without issue. A new viatrac was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.